Event description:
A caller reported a cartridge alarm 30 with their pump. There was no adverse impact to the customer's blood glucose level. The customer experienced cartridge alarms with consecutive cartridges, prompting technical support to organize a replacement pump with updated software. The customer was advised to return the problematic pump to tandem within 10 days and to program their pump settings into the replacement. Technical support provided instructions on putting the pump in storage mode and connecting their cgm to the new pump, ensuring the customer understood the required steps.